Manufacturer narrative:
(B)(6).

Event description:
The patient had two integrity bare metal stents implanted. Approximately 3 months post procedure the patient experienced chest tightening and chest pain. A stress test was inconclusive. Patient was sent to cath lab where two resolute integrity devices were placed. No further patient complications were reported.